Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that following a spinal cord stimulation (scs) lead trial procedure, the patient experienced severe pain at the back and hips. The patient underwent lead pull. The patients pain persisted following lead removal and was transported to the emergency room. It was revealed thru imaging that the patient had epidural hematoma. The patient underwent surgery for evacuation of hematoma and was recovering at the hospital. The explanted devices were disposed by the facility.